Event description:
It was reported a angio-seal device was used post percutaneous cardiac procedure. The pt, experienced extreme pain, as the physician was deploying the angio-seal. The pt's leg turned a maroon color. The pain continued as the pt was transferred to ultrasound. The ultrasound was negative for pseudoaneurysm, av fistula, bleeding, and there was normal blood flow and pulses. Pain medication was given and the pain had decreased. The pt's leg color had also improved and was near normal. Neurological tests to the leg were normal. The pt had no pain when repositioned to laying on the right side. The pt will be monitored. Attempts to obtain further information were unsuccessful.